Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that they saw the elective replacement indicator (eri) on the patient programmer. They were inquiring what the level does the ins battery become critical. There was an allegation/dissatisfaction with ins longevity. Caller states they became concerned about longevity in march when voltage started decreasing, "fairly rapidly.' They state in 3 months, voltage went from 2.84v to 2.77v. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that they last saw the patient on (B)(6) 2019. Battery was at 2.88. She then followed-up with another doctor and it was unknown what the battery was at the time. They had to replace the battery in 2012, 2015, 2017 and then inquired about rechargeable battery. The issue was not resolved they had bilateral electrodes going into the battery.